Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have bent clip tips. The instrument failed the clip test. The instrument was not used and has 100 out of 100 lives in it. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the clip applier instrument's jaws were bent and unable to attach to the clips. There was no report of patient involvement or reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis further investigated the large hem-o-lok clip applier instrument, and the complaint was not confirmed by failure analysis. A clip was loaded into the grips and the instrument was placed on an in-house system. The grips held the clips successfully and the clips did not fall out at any point. The clip test was performed two times and passed both times. The grips were measured according to the drawing specifications and all measurements were found to be within specification.